Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture unknown grade. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5095178. It was reported that a hispanic patient who underwent an unknown breast surgery with an unknown mentor silicone prosthesis experienced right sided baker¿s grade unknown capsular contracture post procedure. As a result, replacement with following implants: right) cat#:3502254bc / sn#: (B)(4) left) cat#:3502504bc / sn#: (B)(4) was performed on (B)(6) 2016.